Event description:
In january 2006, the facility reported to baxter customer service that a system 1000 hemodialysis instrument failed a culture bacteria test. There was no pt injury or medical intervention associated with this report. A baxter field service engineer (fse) went to the facility to evaluate the instrument. The fse disinfected the instrument through the incoming water line. No further information is available at this time.